Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular event on or about (B)(6), 2011 and subsequently expired on (B)(6), 2011 after use of the product.

Manufacturer narrative:
This one event (death) of three events reported for the same patient involving two separate products; associated mdrs # 1225714-2014-00084, 1225714-2013-01199, and 1225714-2013-01200.